Event description:
It was reported that the device's internal paddles intermittently failed to discharge defibrillation energy during patient use. Users used a second set of paddles immediately and treated patient. The reported issue had no adverse effect on patient. The biomed reported that the paddles looked to be in bad shape. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and observed an intermittent failure to deliver charged energy. Physio replaced the internal therapy connector assembly and observed proper device operation thru functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy internal connector assembly at the failure analysis center and was unable to neither confirm nor duplicate the reported failure. There were no discrepancies found with the removed assembly. Physio- control is in process of receiving the internal paddles for evaluation and continues to investigate the reported event. Physio- control will submit a supplemental report on this event to the FDA as provided by (B) (4).